Event description:
Absolute stent did not deploy, would not release from shaft during r superficial femoral angioplasty and stenting procedure. On completion of arteriography, a small dissection with flow limiting nature was seen just proximal to the stent. Therefore, an additional absolute stent was placed with good result. The patient did well post procedure.